Event description:
It was reported the bronchofibervideoscope displayed error no image (unrestorable-error code) when plugged up. The issue occurred during preparation for use for a unspecified diagnostic procedure. The scope was not showing the image on the screen and displayed a communication error code. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not confirm the reported issue of ¿since the scope is plugged up, it is not showing the image on the screen and giving a communication error code¿. However, during the device evaluation, additional reportable malfunction of ¿no image-after aeration, rgb (red/green/blue) dot image¿, was observed. The root cause of this event could not be identified. Olympus will continue to monitor field performance for this device.